Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "suspected infection".

Event description:
Healthcare professional reported through sales representative "patient seemed to have allergy to palladium and nickel. Previously, patient had an expander placed during surgery once, which got infected and had to be removed. Therefore, I would like to ask whether it contained palladium, nickel, or any similar components". Later healthcare professional reported "removed due to suspected infection". This record is for the right side. The device was explanted.